Manufacturer narrative:
The device was not returned to edwards for evaluation. As it remains implanted. The device history record (DHR) could not be reviewed without a serial number. Based on the information received, the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic valve was disabled after an unknown implant duration due to unknown reasons. A 23mm valve was implanted using the valve in valve procedure. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received information that a 23mm bioprosthetic valve was disabled after an implant duration of nine years and two months due to unknown reasons. A 23mm valve was implanted using the valve in valve procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 23mm bioprosthetic valve was disabled after an implant duration of nine years and two months due to calcification leading to restricted leaftlet motion and severe aortic stenosis. A 23mm valve was implanted using the valve in valve procedure. Post-operative echo revealed well-seated aortic valves with no paravalvular leaks and no gradient across the aortic valve. The patient was transferred to the ICU in stable condition. The patient was discharged on pod #3 in improved condition.